Event description:
It was reported that a variable lead impedance was observed. Lead was capped and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.